Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 417 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. It was reported that the customer was nauseous and ultimately went to the emergency room (ER). Bg was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Ultimately, the customer reverted to an alternate method of insulin therapy.